Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. The customer's complaint was also confirmed. In addition to the above findings number error code e-200 and left door missing and replaced the device. Final test pass. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.